Event description:
The hospital reported that during a saphenous vein harvesting procedure, it is believed that the scissors on the vasoview 7 device broke into two pieces. A replacement unit was used to complete the case. No patient complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.